Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was unable to see, dizzy. The iol was exchanged in a secondary procedure following the initial procedure. Additional information was requested.

Manufacturer narrative:
This is a duplicate of manufacturer report number 1119421-2022-01285. No additional reports will be filed on this report number. Any additional information that is received will be reported on manufacturer report number 1119421-2022-01285. The manufacturer internal reference number is: (B)(4).